Manufacturer narrative:
This alleged failure mode poses a low risk to a patient because the issue was observed when the companion 2 driver was not supporting a patient. The companion 2 driver has been returned to syncardia for evaluation. The results of the evaluation will be provided in a follow-up MDR. Ce (B)(4) initial.

Event description:
The companion 2 driver was not supporting a patient. The supplier, a syncardia authorized warehouse, reported that the companion 2 driver emergency battery could not be charged and exhibited an emergency battery error alarm. The supplier also reported that the companion 2 driver was plugged into wall power for 10 days.

Manufacturer narrative:
The customer-reported issue of an emergency battery error alarm was confirmed during review of the driver alarm history and reproduced during functional testing. The emergency battery was evaluated and found to have an unrecoverable permanent fault code of 4000. The fault code indicates the emergency battery was discharged beyond the point it could be recharged. This issue will continue to be monitored and trended as part of the customer experience process. Syncardia has completed its evaluation and is closing this file. (B)(4) follow-up report 1.